Event description:
Boston scientific received information that the patient with this device passed away. The caller stated that she did not think that the device had worked because the patient had passed away with an incredibly peaceful look on his face. There was no autopsy performed and the device was not analyzed. She also stated that the patient's physician believed that the device should have "went off."

Manufacturer narrative:
Additional information was later obtained from the field representative. The representative reported that the patient's physician does not believe that the device was implicated in any way in the patient's death. The physician was not aware of any arrhythmia episodes experienced by the patient prior to his death. If additional information becomes available, this event will be updated.